Manufacturer narrative:
Internal components were evaluated, which revealed that the rotor was damaged and the coil and the motor was corroded.

Event description:
It was reported that during testing at the MFR, the device displayed a bias current error. There was no pt involvement and no adverse consequences alleged with this event.